Event description:
The pt received the scs lead on (B)(6) 2010. It was reported that the pt stopped feeling stimulation following an unrelated surgery. An x-ray was taken and a lead fracture identified. The lead was removed and replaced by a new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.